Manufacturer narrative:
Unit received with completely broken off reservoir tube lip noted. Unable to perform displacement test due to damaged reservoir tube. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump plastic is broken off at the top of the reservoir compartment. The customer's blood glucose reading was 126 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.